Event description:
The manufacturer's international service technician reported a machine and proximal pressure sensor reference failure in the device history report, found while servicing the device. There was no patient involvement.